Event description:
Customer reported a broken touchscreen on the pump, rendering it non-functional and unreadable. There was no reported impact to the customer's blood glucose level. The pump was confirmed to start, charge, and be recognized by the computer, but the screen remained black. A replacement pump was provided, and the return of the faulty pump was expected.